Manufacturer narrative:
(B) (4). Event is under investigation at this time.

Event description:
An (B) (6) male patient underwent aaa repair on (B) (6) 2010. The patient's anatomical form was suitable for aaa repair. No problem was confirmed in the access vessel. The procedure was performed under an epidural anesthesia. The ipsilateral iliac leg was placed into the right external iliac artery. A final angiography revealed the occlusion of the left internal iliac artery. An angiogram of sma and from the stent graft was performed, and a blood flow from the lateral sacral artery was confirmed. The physician planned follow-up and finished the procedure. The patient's current condition is unknown as not provided by reporter.